Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they just had revision surgery on jan. 27th where the physician implanted the ins deeper because it was spinning around in circles. They put stitches around it after implanting it deeper.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence, and urgency frequency. It was reported that the caller reported that the device has been spinning around and trying to break through the skin for about 8 months. They are considering putting the device in farther or removing it. The healthcare provider told the caller to call medtronic to see if it is working at the moment. The caller did not have their equipment with them at the time of the call, but will call back when they do. Additional information was received from the patient on 2025-sep-19. They reported information previously noted. Patient did have equipment with them and agent walked patient through connecting to ins. Patient confirmed they were able to connect and see that therapy was on. Patient stated that the ins area felt lumpy and they were peeing all the time. Patient will continue to follow up with hcp. Additional information was received from the patient on 2025-sep-23. They repeated information previously noted regarding ins sticking out and spinning. Patient stated they are going to get a MRI done to check ins. Agent reviewed MRI information and provided ins model number patient asked for.